Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening on posterior. Based on the device analysis the final assessment is: two striated edge openings on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.